Event description:
During the six month follow-up post transfemoral tavr, moderate paravalvular leak was noted. The patient was scheduled for re-intervention to correct the paravalvular leak [pvl]. The tavr operative report indicated that during bav with a 25mm edwards balloon no leakage around the inflated balloon was seen and it appeared to confirm a 29mm valve was an appropriate choice. After deployment of the valve, a contrast injection revealed excellent position of the valve across the hinge points of the aortic valve with no paravalvular leak; this was also confirmed on tee. There was excellent valve function. It appeared there was excellent apposition with no paravalvular leak; thus, post-dilation was not performed. Imaging review of the pre-tavr CT scan and case fluoroscopy by an edwards proctor showed: from the CT scan with images only in diastole, the patient¿s area was 574 mm2 (we suppose that in systole it is at least 10% more, almost 630mm2). No calcium in the annulus or in the leaflets. A 29mm valve with at least nominal volume is appropriate. From the fluoroscopy images in august, this valve was not fully expanded. We should see an angle a bit bigger than 90 degrees but we see an angle 75-80 degrees. The solution for this moderate pvl is post-dilation with a true 29mm balloon to be sure that the stent expands. There is no calcium in the annulus or lvot, so the risk of rupture is low.

Manufacturer narrative:
Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling, migration, or other unknown factors. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the information available suggests the valve was not fully expanded during the tavr procedure allowing for an increase in paravalvular leak over time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.